Manufacturer narrative:
Method: complaint history analysis, risk assessment. Results: there have been (B)(4) complaints related to the screw tab fracturing during surgery. Previous investigations have concluded that the failures were caused by cantilever force applied to the mantis blades through the mantis persuader. The mantis surgical technique does warn to not offset the persuader during use and excessive force could result in tulip head deformation. In this case the screw was still used by the surgeon and no adverse consequences were reported. Conclusion: a thorough investigation could not be performed due to the unavailability of the implicated screw. Previous investigations concluded that the surgeon most likely applied cantilever force with the mantis persuader which resulted in the fracture. That is believed to be the case here as well.

Event description:
It was reported that, "mantis system. Upon persuasion, screw wing / blade interface deformed, no longer accepting a blade. Non traditional persuasion needed to engage blocker. "